Event description:
This procedure was a below the knew pta performed in (B)(6). The physician advanced the powercross to the dorsalis pedis segment and performed a successful inflation on the first pass. The physician then moved proximally to angioplasty another segment, but the powercross balloon burst during inflation. A part of the powercross balloon was detached and could not be snared out. Thus, a stent was used to jail the balloon fragment.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.